Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/16/08, 04/18/08 and 04/30/08 by mail, fax and phone. A completed questionnaire has not been returned. This report was mailed to FDA on: 05/08/2008.

Event description:
A consumer reports that following intraocular lens (iol) implant surgery, she has double vision and blurry near vision. Add'l info has been requested.